Manufacturer narrative:
The returned device was evaluated and the complaint stated that the controller was heating up after an hour of charging. The charging cable was not returned with the controller. Inspection of the controller found no evidence of thermal damage in and around the port area. During investigation, the device turned on with no issues. When the controller was turned on & unlocked, it underwent the 22 steps for initialization and the controller default screen did not appear. User credentials were requested indicating the device was reset. The main menu could not be accessed. Due to the reset, the log files from the device did not contain any information. The exact cause of the data loss could not be determined. Although no heating issues were seen during the investigation & no thermal damage was observed on the controller, without the log files the exact cause of the reported heating issues could not be determined.

Event description:
A customer reports while charging their controller for 1 hour the device got very hot and the charging cord ended up melting.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.